Event description:
It was reported that the patient with this right atrial (ra) lead was informed of an issue with one of his leads. Boston scientific technical services (ts) referred the patient to the clinic to confirm which lead has the issue. This lead remains in service. No adverse patient effects were reported.